Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not vibrating anymore. They had a high blood glucose level alert of 200 mg/dl but the insulin pump did not buzz. When they finished a bolus it did not buzz. The customer stated it had vibrated the night before when she received a low reservoir warning and again that morning. The customer¿s blood glucose level before breakfast was 140 mg/dl. Troubleshooting was performed. The insulin pump did not vibrate during the vibrate test. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump unable to vibrate during self test due to broken vibrator black wire. Pump passed idle current test, run current test, off no power test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The audio beep functioned properly. No audio beep anomaly noted. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.